Event description:
Complaint is reportable based on analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure, the stent would not cross the lesion. Using the radial approach, the procedure treated the 85% stenosed, de novo target lesion located in the severely calcified and mildly tortuous right coronary artery. Pre-dilation was performed with a 2.0x15mm apex balloon reducing the stenosis to 60%, and the physician advanced a 2.75x38mm taxus liberte stent for treatment but was unable to cross the lesion. The stent was removed and the procedure was completed with additional ballooning and another taxus liberte stent. No patient complications were reported and the patient status is stable. However, analysis of the returned product revealed that there was stent damage.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with proximal stent damage. Struts at the proximal end of the stent were misaligned and raised. The hypotube was kinked along it¿s entire length. This type of damage is consistent with excessive force being applied to the system. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).